Event description:
It was reported that the customer experienced an elevated blood glucose (BG) level displayed as "High"; although specific value was not provided. Reportedly, the cartridge had been used beyond labeling. Tandem Technical Support educated the customer on insulin labeling. Customer administered a correction bolus via the pump to address the BG. Customer to replace supplies as necessary and resume insulin.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.